Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of inoperative buttons on channel b was confirmed during product evaluation. The assignable cause was fluid ingress. A service history review revealed that this device was previously serviced for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative reported a colleague infusion pump where the "buttons of keypad were inoperative on channel b." It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.